Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: b5: update to adverse event/product problem details. D4 model #/catalog # updated from 1500250-28 to 1500250-33. D4 lot #4070141 to 4072441 d4 - primary UDI number updated.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and heavily tortuous lesion in the left anterior descending (lad). After the lesion was pre-dilated with a 1.5x12mm and 2.0x12mm mini trek balloon dilatation catheters (bdc) to 8atms, a 2.5x28mm xience sierra drug-eluting stent (des) was deployed. However, a distal edge dissection was noted after the delivery catheter was removed, therefore, a 2.5x33mm xience sierra was deployed to cover the dissection and the procedure was completed. There was no reported adverse patient sequela and no clinically significant delay. No additional information was provided. Subsequent to filing the initial report, it was clarified that the 2.5x33mm xience sierra drug-eluting (des) stent caused the dissection when implanted and the 2.5x28mm xience sierra stent was used to treat the dissection. Therefore, update to details: it was reported that the procedure was performed to treat a moderately calcified and heavily tortuous lesion in the left anterior descending (lad). After the lesion was pre-dilated with a 1.5x12mm and 2.0x12mm mini trek balloon dilatation catheters (bdc) to 8atms, a 2.5x33mm xience sierra drug-eluting stent (des) was deployed. However, a distal edge dissection was noted after the delivery catheter was removed, therefore, a 2.5x28mm xience sierra was deployed to cover the dissection and the procedure was completed. There was no reported adverse patient sequela and no clinically significant delay. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and heavily tortuous lesion in the left anterior descending (lad). After the lesion was pre-dilated with a 1.5x12mm and 2.0x12mm mini trek balloon dilatation catheters (bdc) to 8atms, a 2.5x28mm xience sierra drug-eluting stent (des) was deployed. However, a distal edge dissection was noted after the delivery catheter was removed, therefore, a 2.5x33mm xience sierra was deployed to cover the dissection and the procedure was completed. There was no reported adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.